Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a complete lead was returned in one piece for analysis. Visual examination revealed an external abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone, which is consistent with friction to the device can.

Event description:
Related manufacturer reference number: 2017865-2023-95116. During a clinic follow-up, episodes of noise resulting in oversensing and dizziness were observed on the right ventricular (rv) and right atrial (ra) leads. Additionally, pacing inhibition was observed on the ra lead. The rv and ra leads were both explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.